Event description:
Consumer called to report having a car accident when his blood sugar level dropped. Emt took a reading and registered 29. Believes his meter is not reading accurately. Has been an diabetic for a number of years and has never had this happen.